Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two myocardial left ventricular leads were capped due to high threshold. Also two epicardial leads were explanted; one due to high threshold and one due to no capture. A new left ventricular lead was implanted. No patient complications have been reported as a result of this event.